Event description:
It was reported that the colonovideoscope displayed vertical lines across the screen with poor image quality during a colonoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the malfunction could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.